Event description:
While evaluating a returned processor pca, it was identified by an authorized technician that the flash memory was defective and as a result the mrx test fixture would not boot up properly. There was no patient involvement.